Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Event description:
It was reported that approximately 27 months post implant of a bifurcated device and a suprarenal aortic extension the patient presented emergently and was symptomatic. The hospital performed a computed tomography scan which identified an endoleak and rupture. It was noted that the physician performed a computed tomography scan in (B)(6) 2014. The aneurysm sac measured 3.5 cm with no contrast outside of the graft in (B)(6) 2014. In (B)(6) 2014 the aneurysm sac had grown 7 mm. The physician elected to monitor the patient and have the patient return in (B)(6) 2014 to perform another computed tomography scan. On (B)(6) 2014 the patient's aneurysm had ruptured and the physician elected to repair the endoleak with a second suprarenal aortic extension which resolved the endoleak. The patient required a blood transfusion and was in the hospital.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and imaging were provided and reviewed by an internal clinical representative with the following impression: there were suboptimal medical documentation and adequate imaging studies available for this review. Product appropriateness and patient candidacy could not be fully assessed due to lack of information. Product use was incongruent with the IFU due to the less than 18 mm aortic diameter at the bifurcation. Cautionary product use conditions that might have contributed to this event included the cuff was two sizes larger than the bifurcated stent. Twenty-eight months post implant, there was substantiated evidence of an unknown endoleak; there were three areas of suspicion, yet none could be verified due to the non-dynamic nature of the study. They included: a possible type ia endoleak just below the left renal; a possible type iiia endoleak left posterior stent, near the superior margin of the bifurcated stent vs. Fabric billowing; and, most likely, a possible type iiib endoleak left distal endoleak near inferior margin of proximal cuff. There might have been evidence of residual endoleak of that left distal area and/or the left iliac artery. The rupture and secondary procedure were substantiated. The final patient disposition was not known due to lack of information, however, it was reported that the patient survived the procedure and required blood transfusions. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, a root cause for the endoleak could not be conclusively determined. The clinical assessment indicated that the device use was incongruent with IFU.